Event description:
It was reported to boston scientific corporation that a radial jaw 4 single-use biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure (patient age, gender and weight are unknown). According to the complainant, during the procedure, the end of the forceps bent causing damage to the scope. Another radial jaw 4 single-use biopsy forceps was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device confirmed the customer's report, finding the clevis arms are bent; however, all components remain intact. A functional examination was performed and the unit functions according to specification even with the clevis arms bent. The cause of the device malfunction is unable to be determined. A ship history review was performed; the last 3 lots sold to the customer were determined to be lot numbers 11211343, 11312207, and 11455593. A review of complaint history records found no similar complaints previously reported for the any of the 3 lots referenced above.